Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. The customer reverted to an alternate method in insulin therapy. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
In use at the time of the event:CGM model: UnknownMobile OS: Unknown.